Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet bionic pancreas displayed an unresponsive touchscreen that would not unlock or accept input, including on-screen icons, after previously functioning, with a longstanding crack on the screen noted by the reporter. Symptoms included no clinical effects. Outcomes included no impact on clinical status and continued use of cgm separately until replacement arrival. Investigation included remote assessment, user-provided video review, and troubleshooting and education. Investigation revealed a suspected device touchscreen malfunction associated with a damaged display component, with the device remaining powered but inputs not registering. It was concluded, based on previously established findings for similar reports, that the cause was use-related physical damage leading to touchscreen failure.